Event description:
International customer reported that the needle tip broke during an unspecified surgical procedure. No adverse patient consequence was reported. Additional information was requested; no further information was provided.

Manufacturer narrative:
Date sent to the FDA: 04/24/2009. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria.